Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 97754, serial# (B)(4), product type: recharger; product ID 3998, lot# l96814, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
No stimulation sensation was reported. The patient increased to 8.8v and felt nothing/no stimulation when usually feels at 6v. The device was not working inside. The device stopped last night on its own. The remote shows lightning bolt. An information request was made regarding the patient programmer. A week later high impedance values of 6000-7000 ohm range was reported. The patient had an appointment on (B)(6) 2015. The stimulation had turned off about a week ago. The patient did not experience any falls or trauma at the time the stimulation turned off. The patient was programmed with two programs. On program one there was a double guarded cathode (+--+) on 0, 1, 2, 3 and program two 1-,2-,3+. The following impedance values ran at 3.0v: 01 6540ohms 12 6029ohms 13 7456ohms 01 6540ohms 02 8144ohms 03:1383ohms the therapy impedances were at 10.5 volts program 1: >4000ohms and 1.926ma program 2: >4000 and 1.677ma. The patient came into the appointment today with program 1 set to 6.0v and program 2 set to 0v. At 6.0v program 1: >4000ohms and 0.407ma program 2: >4000ohms <(><<)>0.065ma. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
The company representative reported three weeks later that the patient has opted to wait until he returns up north to have x-rays done. The cause of the impedance issue was not determined. No further troubleshooting or intervention has occurred. It was unknown how the patient was doing.

Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that some testing was done and it was found out that the lead was bad. The patient stated they didn't want to remove the lead because it would be a high risk surgery. The patient reported he tried using a tens unit and it didn't even touch the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the lead that touches the patient's "thecal sac" had gone bad. The caller stated it has been in his body for 14 years and the neurosurgeon said that odds are that the lead has cemented itself to that spot on the "thecal sac." The caller states he wants it replaced, but his healthcare professional (hcp) told him that it is too risky to remove it because the "thecal sac" is 3 times thinner than a piece of paper. No further complications were reported.